Event description:
The manufacturer received information alleging to an issue related to I-neb cf. The patient was died. The device was returned to manufacturer for evaluation, technician confirmed that the device visually looked fine. Treatments were finishing in full. The device was scrapped.